Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the ventricular channel that resulted in pacing inhibition. The device was programmed to least sensitivity and the patient will be monitored to see if this resolved the issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The initial allegations of noise and oversensing were not confirmed through analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the ventricular channel that resulted in pacing inhibition. The device was programmed to least sensitivity and the patient will be monitored to see if this resolved the issue. Subsequently, this ICD was received in our post market quality assurance laboratory.